Event description:
According to the distributor, the surgeon was using a rongeur on ventricle above aorta and the instrument broke and they were unable to determine if a piece was missing. There was no patient injury whatsoever. The instrument cannot be evalauted due to the fact that the hosptial sent it to another company for repair. According to the distributor it could not be even traced. Company can though confirm, that this type of instrument was always produced with the correct steel and according to the respective specifications. After checking the trend analysis records company would like to state that as of today, company has never received back a broken takahashi rongeur from any customers/distributors nor is company aware of any such incidents. In addition company would like to state that company has been mfg this instrument for more than 20 years.